Manufacturer narrative:
The farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to be fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was damaged within the distal inner hypotube. This damage was potentially caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking.

Event description:
It was reported that the catheter exhibited a stuck guidewire, spline inversion, and failure to fully deploy to the flower shape. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. A spline inversion was observed upon deploying the catheter array after it was inserted. The catheter was retracted into the sheath, spun around inside it, then readvanced and deployed, but a spline inversion was still observed. The catheter was removed from the patient and the spline was manually corrected, but a spline inversion was observed again after reinserting and deploying the device. The catheter was removed from the patient again, and it was found that the array was now unable to deploy fully to the flower shape and that the guidewire was stuck in the catheter. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited a stuck guidewire, spline inversion, and failure to fully deploy to the flower shape. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. A spline inversion was observed upon deploying the catheter array after it was inserted. The catheter was retracted into the sheath, spun around inside it, then readvanced and deployed, but a spline inversion was still observed. The catheter was removed from the patient and the spline was manually corrected, but a spline inversion was observed again after reinserting and deploying the device. The catheter was removed from the patient again, and it was found that the array was now unable to deploy fully to the flower shape and that the guidewire was stuck in the catheter. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.